Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation without the retrieval bag. Upon inspection, engineering found that the guide bead resided inside the introducer sheath and the unit was in the deployment phase. The cord loop had been cut and the clamp was detached from the guide bead. Upon further inspection it was found that the internal ratchet mechanism of the device was deformed, indicating that the unit had been partially deployed, reversed, and deployed again. All inzii retrieval systems undergo 100% visual inspection during the manufacturing process. The exact root cause of the clamp detachment is unknown. The manufacturing process contains steps set in place to ensure the clamp is attached securely to the guide bead. In order for the clamp to separate, the cord loop must be cut. The instruction for use (IFU) state, "do not cut bag cord prior to removal from port site." This document represents our final report.

Event description:
Laparoscopic salpingectomy for ectopic pregnancy - "a small plastic piece/ ring at the distal end slipped off into the abdomen. It was recovered before the pt was closed." Pt status: ok.